Event description:
The medwatch received from site risk mgr stated: the device jaws would not open during use. There was no delay in the case and another device was opened and used successfully for the remainder of the organ retrieval procedure. The site contact was not able to provide info as to whether the device was applied to tissue when the jaws could not be re-opened. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.